Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain and restenosis. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion with direct stent placement using a 3.00 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for chest discomfort with an ache in the mid chest. The patient was diagnosed with atherosclerotic cardiovascular disease during this hospitalization. The lesion in the distal rca was treated with direct placement of 2.5 x 12 mm taxus liberte stent slightly overlapping the previously deployed stent in distal rca, with residual stenosis of 0%; the lesion in mid rca was treated with direct placement of 2.5 x 8 mm taxus liberte stent slightly overlapping the previously deployed stent in distal rca, with residual stenosis of 0%.the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).